Event description:
It was reported that the sponges are coming apart from the string. The string is not holding the sponges together when removing them from the patient. No patient harm or injury. The patient status is reported as "fine". See associated MDR 3011137372-2023-00237.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. The customer's information for use (IFU) references the string in only for location purposes, not for sponge removal. A DHR could not be performed as a lot number was not reported. A root cause was unable to be determined. Teleflex will continue to monitor and trend for reported of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that the sponges are coming apart from the string. The string is not holding the sponges together when removing them from the patient. No patient harm or injury. The patient status is reported as "fine". See associated MDR 3011137372-2023-00237